Event description:
Four (4) adult sized bp cuffs would not inflate when connected to bp tube. Rings then popped out of bp cuff when trying to disconnect cuff. Unknown if supply chain still has the bp cuffs. Pt: 4582. Device: 1310, 2907. Ref: mw5189780, mw5189781, mw5189782. This report captures soft blood pressure cuff disposable adult 11 #1.